Manufacturer narrative:
Investigation no products have been returned to atos medical so this investigation is built on the information in the complaint. One of the devices was examined by the slp and found to be intact. The three products in this complaint are provox xtraflange 17, ref (B)(4), lot number 1210107 (1 piece) and 1303050 (2 pieces). The manual for provox xtraflange (B)(4) describes under precautions how to do when using a larytube: instruct the patient to be careful when cleaning the voice prosthesis and stoma, and when inserting devices such as larytubes and larybuttons into the stoma. Provox xtraflange may be accidently removed and aspirated. If this occurs the patient must seek immediate medical attention. The clinician´s manual for provox vega (B)(4) describes under warnings how to do when using a larytube: if used, choose laryngectomy tubes or stoma buttons with a suitable shape that do not exert pressure on the prosthesis or catch onto the tracheal flange of the prosthesis during insertion and removal of the laryngectomy tube or stoma button. Under precautions in the same manual for provox vega, make sure that any external or internal stoma attachment devices used do not exert pressure or hook the flange of the prosthesis (e.g., hme base plates, laryngectomy tubes, or stoma buttons). This may lead to severe tissue damage and/or accidental ingestion of the prosthesis. Conclusion: since the patient is using a larytube the xtraflange has most likely been dislodged from the voice prosthesis when using the larytube. This can happen, as clearly described in the IFU, if the larytube hook on to the voice prosthesis so that the xtraflange is torn off or dislocated from the prosthesis. Action: inform the slp about the importance of choosing an appropriate size of larytube so it does not hook on the vp and that the device should be inserted and removed in a gentle manner in order not to dislocate the vp or any accessory. Also inform the slp to read the manuals for provox vega and provox xtraflange before use of the products. According to the complaint the regional sales manager has already advised the slp to: discontinue use of xtraflange for this pt. At this time. Remeasure pt's puncture to determine if a different size/type of voice prosthesis is needed. In the future only use one (1) xtraflange. Advise pt's to be extra cautious when placing or removing a larybutton or larytube when xtraflange is in place. No other actions are considered necessary. Device not returned to manufacturer.

Event description:
On (B)(6), the patient reported to slp leakage around the voice prosthesis. The prosthesis was noted to be slightly long but not long enough to warrant downsize of tep. A 17fr xtraflange was placed, which resolved leakage problem. On (B)(6), the xtraflange was reportedly dislodged when patient was coughing. Pt did not aspirate device, he kept it and brought it to slp for inspection. No obvious structural damage was noted. The prosthesis looked still slightly long, but did not appear long enough to warrant downsize. The slp contacted the regional sales manager to inquire about using 2 xtraflanges on prosthesis. Rsm explained that although she has heard of this being done by other clinicians, she could not advocate for the practice, as it has not been approved for use in that way. On (B)(6), xtraflange was replaced with a new 17fr xtraflange and an additional 17fr xtraflange was added. This resolved the leakage around his prosthesis. On (B)(6), pt. Reported to slp that he awoke early that morning and removed his larytube with an accumulation of mucus that contained an xtraflange. The other xtraflange was reportedly still in place securely on the prosthesis. On (B)(6), the slp contacted rsm with report, slp spoke with pt. Again who reports that he dislogdged remaining xtraflange while removing his larytube on the morning of (B)(6). He reports that he has not aspirated any of the xtraflange devices.